Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. In addition, there was no sensing and loss of capture (loc) was observed at maximum output. Technical services (ts) suspected of a possible lead fracture; and a chest x ray was performed, however, it was not conclusive. Further reprogramming adjustments and monitoring was recommended. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.